Event description:
It was reported to covidien on 5/24/2010 that a customer had an issue with a peritoneal catheter extension tubing. Customer states that extension catheter cracked and leaked peritoneal dialysis fluid. Pt had used this extension catheter since (B)(6) 2003.

Manufacturer narrative:
Submit date: 06/07/2010. An investigation is currently underway. Upon completion, the results will be forwarded.